Event description:
Pt received synvisc three times to both knees on 3/9, 3/18, 3/25/99. To ER 4/5, back to ER 4/6 with bilateral painful knee effusions; admitted for pain control, knees drained and injected with steroids. No crystals. No infection. Discharged from hosp 4/9. Effusion right knee recurred on 4/23, drained and injected on 4/26. Pain is ongoing. Episode has not yet resolved. Still has bilateral knee pain.